Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. No intervention was performed. Patient condition was unknown.

Event description:
New information received notes that bluetooth telemetry was restored. There were no patient consequences.